Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed to sense air in line. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
G4: inadvertently had the incorrect date. Was 04/16/2024 and should have been 05/22/2024.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem of 'air in line sensor malfunctioning' was not reproduced. A review of the event history log (ehl) revealed 'air in line sensor malfunctioning' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.